Event description:
The customer reported that their AED unit would not power on, and that the batteries in the unit have been depleting prematurely. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
The device was returned for further evaluation. During testing, the unit powered on successfully and passed both a manual self-test and a shock test. Further investigation identified increased standby current, which resulted in the reported premature battery depletion. Additional analysis attributed the increased standby current to a failed ic chip.